Event description:
It was reported that the patient was shocked once for t wave oversensing. The sensitivity of the ICD was reprogrammed and remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.